Event description:
It was reported that low pacing impedance, and externalized conductors under fluoroscopy were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. Analysis found two internal insulation abrasions between 7.5 to 9.4cm from the distal tip. The etfe coating of the rv conductors was abraded at one location. External insulation abrasions were found at 45.3 to 45.7cm and 48.1 to 48.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.